Event description:
It was reported that subsequent to the implant of a protegen sling, the patient suffered "osteomyelitis of the pubic synthesis" and related complications. The patient had surgery performed "for osteomyelitis and infected, eroded protagen (sp) mesh."